Event description:
It was reported that shaft break occurred. The target lesion was located in the extremely tortuous aorta. A 4.50 x 28mm synergy megatron drug-eluting stent was advanced for treatment. However, during the procedure, resistance was felt which resulted to shaft break outside the patient's body. Everything was retrieved and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.